Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b3. Date of event. B4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) rhl2.5, (retaining 2.5mm hex drive r long) for evaluation. Visual evaluation, implant and tool were returned separated. Tool shows signs of wear/use. No malfunction. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the [rhl2.5] dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : does not disengage/release. A definitive root cause could not be determined since device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The tool has wear at tip. Already disengaged from returned implant. The reported event is unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. D4: catalog and lot number unknown / not provided.

Event description:
When the implant #46 was placed, the rhl2.5 became stuck inside the implant. It could not be detached. Doctor had to remove the tool + implant and release them with forceps. Another implant was placed during the same surgery.